Event description:
A pt undergoing an adenosine stress test procedure may have received a bolus dose of adenosine instead of receiving the medication at a controlled rate. The pt who had no history of asthma developed a severe bronchospasm requiring admission to the hospital. It is believed that the gravity flow IV tubing being used allowed the medication to back up into the tubing instead of flowing into the pt. The tubing did not have a flow check valve although the package it was supplied in did show a diagram of the IV tubing with a check valve present. When the nuclear agent was injected, it may have caused the adenosine to be bolused into the pt. The nuclear agent was injected into the same pt.